Event description:
It was reported the patient fell a couple of weeks ago, and since the fall she is not receiving adequate stimulation coverage. Follow-up identified that on (B)(6) 2013 the patient's scs lead was replaced with a different model lea. Effective stimulation therapy was regained post operative. The product will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.